Event description:
A mother reported her son experienced an "eye infection" with ocular redness, discharge and eye soreness following the use of complete moistureplus with his acuvue 2 contact lenses. The onset of symptoms began about 4 days after beginning use of the solution. He saw his doctor who reportedly diagnosed an "eye infection" and prescribed tobradex for one week and recommended using new contact lenses. We received follow up information from the patient's eyecare professional who provided a diagnosis of contact lens bacterial infection/inflammation. She judged the event to be moderate in severity and possibly related to the use of the device. She changed the patient to a hydrogen peroxide based disinfecting solution. Root cause is unknown.

Manufacturer narrative:
Used for chemistry analysis and batch record review. Complaint sample was within product specifications. Batch record review did not reveal any anomaly concerning the quality and efficacy of the product, related to customer's complaint.